Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for evaluation. As a result, the reported event cannot be confirmed. Additional information has been requested, however no response has been received at this time. Should the product return or additional information become available, a supplemental report will be submitted. Please reference MDR 2029214-2017-00470 for the marathon microcatheter referenced in this event.

Event description:
Medtronic received information that there was resistance when advancing the mirage 008 into the marathon microcatheter, piercing the side micro catheter. The physician removed it and found there was a small hole in the side of the micro catheter and stopped using it. The patient was receiving treatment for an anterior communicating artery aneurysm.

Manufacturer narrative:
Device evaluation: the marathon micro catheter and mirage guidewire were returned for analysis and the clinical observation of micro catheter puncture could not be confirmed. No issues were found on the returned marathon micro catheter, and there was no evidence that the micro catheter was damaged or defective. However, the report of ¿resistance¿ issue was confirmed. The mirage guidewire pushwire was found to be bent at ~82.5cm from the proximal end. Visual inspection of the remainder of the guidewire, apart from the bent pushwire, revealed no other damage or irregularities. It is possible the bent mirage guidewire pushwire contributed to the reported resistance issue. It is possible the bent mirage guidewire pushwire contributed to the reported resistance issue. However, the cause for the bend could not be determined. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the marathon IFU (instructions for use): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ if information is provided in the future, a supplemental report will be issued.